Event description:
It was reported the device keeps flashing an error code when the customer use the device. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a crack on bottom case and right plunger case also broken battery connector. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No device problem was found. Replaced speaker for preventive measure, upgraded device software. Replaced bottom case and all the plastic parts of plunger assembly also replaced battery for physical damaged. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.